Manufacturer narrative:
The pump remains in use supporting the pt. A supplemental report will be submitted when the MFR's investigation is completed. No further info is available at this time.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad administrator, that the pt had heart failure symptoms, fluid retention and shortness of breath. The pt's right heart catheterization (rhc) numbers were within normal limits (wnl), and his echocardiogram (echo) revealed mild aortic insufficiency (ai). The pt presented to the emergency dept (ed) with a hip fracture 8 days later. The pt was admitted into the hospital and taken to the operating room (or) for a pin placement. The pt remains ongoing.